Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, that both bottom clamps of the tube clamp assembly failed to close fully. The top clamps were fine. This was on a sucker roller pump with two lines. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. After case the problem did not happen again, so the system was left in service. The field service representative (fsr) could not verify the reported issue with tube clamp assembly. As a precaution, the fsr installed a new tube clamp assembly and completed a full inspection.

Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed. The product surveillance technician could not duplicate the issue during laboratory evaluation. The tube clamp retraction and release functionality were tested for each side of the assembly and met all specifications. No additional action will be taken at this time.